Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. Block h6: device code a0510 captures the reportable event of retraction problem. A visual examination of the returned capio slim device revealed that the 10 riveting pins were in place. There were no issues noted with the catch and carrier, handle and distal end. Additionally, the device had dry blood at the distal area which confirmed that it was used and manipulated. A functional analysis was performed using a suture dart for testing. The test was repeated three times and revealed that the suture dart was loaded into the carrier and was properly positioned in the carrier. The tip of the dart did not protrude from the capio device tip. The suture was gently pulled down and was held firmly in place. The plunger was fully depressed in one continuous motion, and the dart penetrated into the cage without any issues. However, a media analysis was also performed and it was observed that the three photos provided by the complainant showed the carrier extended but did not retract correctly. Therefore, the reported complaint of failure to retract was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, there were no issues noted with the device during device analysis. However, based on the provided photos that showed the device covered in blood and the report that the device functioned correctly twice during the procedure before the event occurred, the alleged complaint of carrier retraction problem and cage failure to catch needle could be caused by some kind of obstruction. Therefore, the most probable cause for this complaint is adverse event related to procedure, due to the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal cystocele repair procedure performed on (B)(6) 2021 to treat prolapse. During the procedure, upon attempting to throw the third suture, the carrier was stuck in a semi-extended position when the plunger was depressed. Further pressure was needed to allow the carrier to close the loop, however, the suture was not loaded properly into the catch. A photo of the device taken during the procedure showed that the carrier was in a semi-extended position while the plunger was not being actuated. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a transvaginal cystocele repair procedure performed on (B)(6) 2021 to treat prolapse. During the procedure, upon attempting to throw the third suture, the carrier was stuck in a semi-extended position when the plunger was depressed. Further pressure was needed to allow the carrier to close the loop, however, the suture was not loaded properly into the catch. A photo of the device taken during the procedure showed that the carrier was in a semi-extended position while the plunger was not being actuated. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.